Event description:
A nurse reported that during an intraocular lens (iol) implant surgery, the lens did not advance normally therefore the quality of lens did contribute to the issue. Surgery was completed without issues, another lens was used to complete the procedure.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints for the reported lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was returned loose in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. Correct nozzle confirmed on the device. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage or abnormalities observed. No lens returned. Additional information: the complainant indicates the use of non company as a viscoelastic, which is not qualified to be used with company device. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the customer states the use of non-qualified viscoelastic. The use of an unqualified ophthalmic viscosurgical devices (ovd) may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).